Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check upon interrogation, it was found that the device inappropriately diagnosed a patient's arrhythmia as supraventricular tachycardia and withheld therapy. The arrhythmia had self-terminated, and the patient was asymptomatic. No intervention was performed. The patient will continue to be monitored.